Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac arrest and cardiopulmonary arrest and subsequently expired four days later as a result of the product administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.